Manufacturer narrative:
Unexpected restart error after battery change due to faulty connector on interface board. Insulin pump passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with several unexpected restart alarm. The blood glucose was 230 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.